Manufacturer narrative:
12/1/2020 - we have requested the product be returned to the manufacturer for evaluation. To date, we have not received the device. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Event description:
12/1/2020 - the consumer claims the product was put on the bed and burnt her sheets and comforter. Injuries did not occur. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Manufacturer narrative:
(B)(6) 2020 - we have requested the product be returned to the manufacturer for evaluation. To date, we have not received the device.

Event description:
(B)(6) 2020 - the consumer claims the product was put on the bed and burnt her sheets and comforter. Injuries did not occur.